Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the s patient wanted to know if there is a certain setting they should be on. Patient started having bladder pain. Patient said they feel pressure on the bladder like to have to urinate but then they try to urinate they can't. Patient has increased stimulation . Reviewed there is a certain setting the patient should be on but stimulation should be comfortable. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.